Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home, on hospice care. There were three causes of death listed on the death certificate; renal disease, congestive heart failure/ cardiomegalia, and type 1 diabetes. The customer developed renal disease around (B)(6), 2015. The customer had kidney failure, heart disease, and in 2010 had bilateral thalamic stroke without residual. Also, at the time of passing, the customer had fungal pneumonia and contracted klebsiella in urine. The customer's blood glucose, at the time of death, was 121 mg/dl. The last recorded blood glucose value was on (B)(6) 2015 at 10 am. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. However, the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, broken belt clip slot and cracked case near display window corners noted during visual inspection. The insulin pump was received with no battery. Unable perform data analysis due to no history available on history download. No data was available due to insulin pump being received without battery in the battery tube.